Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured at the rated burst pressure. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured at the rated pressure. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured within the balloon rated burst pressure contrary to the initial report.

Manufacturer narrative:
B5: describe event or problem: corrected.